Event description:
The customer reported being hospitalized due to high blood glucose of 600mg/dl. The customer called back and stated that the device is working after it rested. The customer was still in the hospital and he is using the insulin pump at the time. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.